Event description:
On 7/24/07, the manufacturer was notified of a cuff leakage being reported by a doctor when monitoring a patient during surgery. Reintubation was necessary. A female patient was involved, but no injury.

Manufacturer narrative:
Device is expected to return to manufacturer for investigation.